Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states seat upholstery is stretched out and also one of the spokes on the left side rear wheel is broken.